Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that a lead exhibited a loss of capture due to a fracture. The lead remains in use. No patient complications have been reported as a result of this event.